Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had alarm was not loud. The customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump was reject new battery and it had no delivery alarm and also crack near battery compartment. The device will not be returned for analysis.